Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant battery was not holding a charge as long as it used to. Patient said they used to charge weekly, but now if they charged on sunday they would have to recharge by wednesday or thursday; last week they didn't notice, and the ins battery had fully drained. Agent asked, patient said they hadn't adjusted their stimulation settings much because if they turned stim up too high, they would get shocked if they do things like coughing. Patient confirmed they only had one group. Agent asked event date, but the patient was not sure when these issues began. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.